Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported catheter kink. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 425-2008x pta balloon dilatation catheter allegedly experienced catheter kink. This information was received from one source. The one reported malfunction involved one patient with no consequences. The age, sex and weight of the patient was not provided.